Event description:
It was reported that after the pocket was closed, the device was interrogated again. The measurements showed r-wave value were low and there was high impedance. The physician suspected a lead dislodgment. The pocket was re-opened and all cables were checked, but the impedance did not go down. The lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. However, it was noted that the defibrillation conductor was distorted and the lead appeared to have been damaged at implant.